Event description:
Approximately 4 months ago, a melody valve was implanted in the pulmonary position. Patient developed fever, signs of infection approximately four months after the surgery. Patient was admitted to the hospital two days after fever developed with endocarditis. Surgery to remove melody valve with 25 mm pulmonary homograft was performed approximately two weeks after admission to the hospital.